Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 2088tc x 2 competitive implantable pacing lead: (B)(6) 2013. A 310c31 tissue valve (B)(6) 2012. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was causing diaphragmatic stimulation. During the removal of the lead, they took off the sutures and pulled back the push tubing. The first lobe came back just fine right away, but the other lobes did not pull back immediately. They decided to abandoned the lead and it was replaced. No patient complications have been reported as a result of this event.